Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument to perform failure analysis. The sureform 60 stapler instrument was analyzed, and the complaint was not confirmed nor replicated by failure analysis. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on multiple attempts. The grips opened and closed properly. Review of instrument logs were unable to verify any failures. The instrument was fully functional. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the surgeon used the 60mm robotic stapler instrument for the first staple fire with no issue. When the second reload with the same stapler was used, the surgeon said the direction of movement was inverted. The customer opened a new stapler, and it worked just fine. The procedure was completed as planned with no reported injury.